Manufacturer narrative:
The computer was returned for analysis. Upon functional and visual examination it was confirmed that the computer was functioning as intended. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the product was turned on, but it failed to start. After that, several attempts were made and the product was started. However, the product suddenly shut down. The monitor showed a no signal message. Another medtronic navigation system was used instead. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the computer. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: event date and aware date filed as (B)(6) 2019, should have been (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.